Event description:
Arthritis [arthritis]. Case description: a spontaneous report was received on (B)(6) 2011, from a physician regarding a (B)(6), female, pt, initials not provided, with gonarthrosis which was developed on an unspecified date in (B)(6) 2010. The pt's medical history was significant for steroid injections monthly starting in (B)(6) 2011. On (B)(6) 2011, the pt initiated synvisc, 2ml. The pt's second and last synvisc injection was (B)(6) 2011. On (B)(6) 2011, arthritis developed. The pt's body temperature was 37.5 celsius and crp (c-reactive protein) was 0.32. The pt was treated with a steroid injection, and the symptom calmed down. The action taken with synvisc was permanently stopped. The pt's outcome for the event was reported as unk. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as probably related. The qa (quality assurance) investigation results were received on (B)(4) 2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification results is identified and mitigated. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.